Event description:
Customer's girlfriend reported via phone call that the customer was admitted to hospital on (B)(6) 2022 due to hyperglycemia. Customer's blood glucose level was 1037 mg/dl. The blood glucose level shot up overnight. Currently the customer was taken to emergency room and the blood glucose level was down to 300 mg/dl and will be released when it is down to 250 mg/dl. It was unknown whether the auto mode feature was on or not at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.